Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion and prime/compromised force sensor system or verify excessive no delivery alarm due to compromised force sensor system alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarms. Customer's blood glucose value was 4.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting and customer states the reservoir was not empty. Customer delivered a 5 unit via fill cannula and customer states insulin did not exit or again no delivery alarm. Customer perform a displacement verification test and insulin pump passed the test. Customer states insulin did exit through tubing. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.